Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information.

Event description:
No additional event information to report at this time.

Manufacturer narrative:
(B)(4). G2: foreign: new zealand. Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted.

Event description:
It was reported that the g7 depth gauge was used in a case to measure screw length. During the case, it was noticed the tip of the instrument had snapped off at the end. The hospital staff reported that the broken piece was retrieved instantly and that another g7 screw tray was opened to continue the case. No known impact or consequence to the patient. It was reported that no further information is available.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. Visual examination of the returned product identified the device has fractured at the notch location of the measurement tip. There is scuffing on visible on the handle. Review of the device history records identified no deviations or anomalies during manufacturing. Medical records were not provided. A definitive root cause cannot be determined. This complaint was confirmed based on the returned, fractured device. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No additional event information to report at this time.